Event description:
Per the clinic, it is susupected that the patient experienced a post-operative infection, resulting in a loss of osseointegration and fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).